Event description:
The enclosed directions are very clear. I have worn my dental protector for about a month. The blue and clear layers have separated. While the layers were intact, the product was wonderful.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.